Manufacturer narrative:
Investigation findings of pullwire broken. Visual evaluation of the retuned device found the basket/wire assembly removed from the coil/handle assembly. The pull wire was bent, the basket wires were bent and unevenly spaced and the tip was intact. The full length of the side car rx was torn and presented a pushback within specification. The device was disassembled by cutting the heat shrink at the distal end of the t-fitting exposing the wire and handle cannula. When the handle cannula was extended, the pullwire was found to be broken near the distal end of the handle cannula . Both ends of the fractured pull wire were necked down and broken into "v" shape indicating that the wire had most likely sheared apart. The evaluation concluded that the device failed when attempting to crush the stones. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure ¿pullwire broken¿ by causing the tensile force applied by the user to not be fully distributed throughout the device. The specific cause of the pullwire break cannot be identified. Therefore the most probable root cause is 'undeterminable'. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a biliary catheterization for withdrawal of gallstones procedure. According to the complainant, during the procedure an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush the gallstones. When the handle was actuated, the nurse noticed that the sheath above the handle of the basket was damaged. The basket was opened and closed several times and the gallstones were successfully released. This event has been deemed a reportable event based on the investigation results; pullwire broken.